Event description:
Patient had resection of tumor left femur approximately 3 yrs ago at another facility. The mid-section of the prosthesis broke into 2 pieces. At the proximal extension of longer segment there is an internal set screw, this is the site at which the piece was broken off.